Manufacturer narrative:
The device in question was returned for evaluation. Inspection of the device and the x-ray did not provide a specific root cause. Review of the x-ray did not provide a specific root cause. Review of the x-ray did indicate that the bone did not appear to have healed from the fracture. The surgeon did report that the patient did begin rehabilitation, including weight-bearing activities. The most likely root cause of the incident is that the plate was subjected to the load of the patient during rehabilitation. No previous incidents of this nature have been reported. It further events occur, or if new information becomes available, this report will be updated accordingly.

Event description:
On (B)(6) 2013, we received a report from a surgeon in (B)(6) that a distal tibial plate had broken. X-rays sent to us confirmed the condition. The initial application of the device was (B)(6) 2012.